Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump's insulin on board was inaccurately displayed. Customer reset the pump and reportedly, resumed pump therapy. There was no reported adverse impact to customer's blood glucose.